Event description:
Pt was undergoing ablation of the av node and pacemaker implantation. Reportedly, it was a very difficult case and at one point it was determined that re-positioning of the pacer was needed. The pacemaker pocket was opened and allegedly at that point the fluoroscopy machine failed and the case was significantly delayed. The user facility's clinical engineering staff determined that the problem was due to a faulty relay which was subsequently repaired.